Event description:
This lead was explanted and replaced due to high thresholds. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut. Only the distal fragment which was elongated up to 110cm length was received for analysis. The proximal fragment including the is-1 connector was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed several cuts in the insulation and deformations of the conductor coil which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that may have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.